Event description:
A male underwent initial endovascular therapy in 2009. The physician placed a flex body and two iliac leg grafts. Then two months later, the pt had presented with an endoleak. The physician was attempting to advance a z-track iliac leg graft through an existing iliac leg graft and was prevented from doing so because the sheath buckled in several places. This was removed from the pt, and an old iliac leg graft of the same size but with a smaller - 14 french - system was used and inserted with success. There was no harm to pt.

Manufacturer narrative:
Zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indication for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper amount of overlap between components, proper ballooning sites. No information is available regarding the pt's anatomy, nor were there films returned. At this time no identifiable cause for the endoleak can be assigned. Additionally, it is unk where the endoleak was occurring. It may have been a distal type 1 or 3 endoleak. We will continue to monitor for similar complaints.